Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: in uterus/ found my coils in my uterus/ recent imaging suggestive of migration of left essure coil") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure (batch no. 20227410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, breast feeding, left lower quadrant pain, dysmenorrhea, epigastric pain, gas evolution in intestine, nausea, ache, nickel sensitivity, soreness breast, anxiety, blood pressure high, anemia iron deficiency, uterine ablation and retroverted uterus. Previously administered products included for an unreported indication: hydralazine, xanax, progesterone and depo provera. Concurrent conditions included menorrhagia, weight loss, pap smear, gastric bypass, genital bleeding, uterine bleeding, drug allergy, hemorrhage, ischemia, human papilloma virus infection and dizziness. Concomitant products included ascorbic acid, calcium, multivitamins, plain, phosphoric acid sodium;sodium phosphate dibasic (laxapront), povidone-iodine (betadine) and vitamin b complex (vitamin b). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine infection ("infection (other) describe: in uterus"), tooth disorder ("dental problems"), pelvic pain ("pain"), abdominal pain lower ("lower abdomen") and abdominal pain ("severe abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy/ robotic- assisted laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, uterine infection, tooth disorder, pelvic pain, weight increased and abdominal pain lower outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, menorrhagia, pelvic pain, tooth disorder, uterine infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per medical record after removed next day started medication: oxycodone-acetaminophen, ascorbic acid, calcium carbonate, ferrous gluconate, hyoscyamine, multivitamin, sucralfate. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr received reporter information was added. Lot no was added. Case become valid since injury nos replace by new specified event: vaginal hemorrhage, menorrhagia, uterus infection, pelvic pain, weight gain, dental problems, device expulsion, abdominal lower pain, abdominal pain. Concomitant drug and historical drug was added. Medical history was added. Lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: in uterus/ found my coils in my uterus/ recent imaging suggestive of migration of left essure coil'), menorrhagia ('abnormal bleeding (menorrhagia)') and uterine infection ('infection (other) describe: in uterus') in an adult female patient who had essure (batch no. 20227410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, breast feeding, left lower quadrant pain, menstrual cramps, epigastric pain, gas evolution in intestine, nausea, pelvic pain female, nickel sensitivity, soreness breast, anxiety, blood pressure high, anemia iron deficiency, uterine ablation and retroverted uterus. Previously administered products included for an unreported indication: hydralazine, xanax, progestrone and depo provera. Concurrent conditions included menorrhagia, weight loss, pap smear abnormal, gastric bypass, genital bleeding, uterine bleeding, drug allergy, hemorrhage (nos), ischaemia nos, human papilloma virus infection and dizziness. Concomitant products included ascorbic acid, calcium, multivitamins, plain, phosphoric acid sodium;sodium phosphate dibasic (laxapront), povidone-iodine (betadine) and vitamin b complex (vitamin b). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced tooth loss ("dental problems : falling out"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain all over"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain") and abdominal pain lower ("lower abdomen"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy/ robotic- assisted laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain and abdominal pain lower outcome was unknown and the menorrhagia, uterine infection, vaginal haemorrhage, tooth loss, weight increased and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, menorrhagia, pelvic pain, tooth loss, uterine infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per medical record after removed next day started medication: oxycodone-acetaminophen, ascorbic acid, calcium carbonate, ferrous gluconate, hyoscyamine, multivitamin, sucralfate. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : previously reported event "dental problems" pt updated to "tooth loss", previously reported events "dental problems : falling out, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), weight gain / loss specify which one: weight gain, infection (other) describe: in uterus" outcome updated to "recovered / resolved" a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: in uterus/ found my coils in my uterus/ recent imaging suggestive of migration of left essure coil") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure (batch no. 20227410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, breast feeding, left lower quadrant pain, menstrual cramps, epigastric pain, gas evolution in intestine, nausea, pelvic pain female, nickel sensitivity, soreness breast, anxiety, blood pressure high, anemia iron deficiency, uterine ablation and retroverted uterus. Previously administered products included for an unreported indication: hydralazine, xanax, progestrone and depo provera. Concurrent conditions included menorrhagia, weight loss, pap smear abnormal, gastric bypass, genital bleeding, uterine bleeding, drug allergy, hemorrhage (nos), ischaemia nos, human papilloma virus infection and dizziness. Concomitant products included ascorbic acid, calcium, multivitamins, plain, phosphoric acid sodium;sodium phosphate dibasic (laxapront), povidone-iodine (betadine) and vitamin b complex (vitamin b). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine infection ("infection (other) describe: in uterus"), tooth disorder ("dental problems"), pelvic pain ("pain"), abdominal pain lower ("lower abdomen") and abdominal pain ("severe abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy/ robotic- assisted laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, uterine infection, tooth disorder, pelvic pain, weight increased and abdominal pain lower outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, menorrhagia, pelvic pain, tooth disorder, uterine infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per medical record after removed next day started medication: oxycodone-acetaminophen, ascorbic acid, calcium carbonate, ferrous gluconate, hyoscyamine, multivitamin, sucralfate. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.